Event description:
This rv lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, a medial fragment (approximately 41cm length) was returned for analysis. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the lead tip) were not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed that the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Damages such as cuts into the insulation and a deformed rv shock coil, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.